Manufacturer narrative:
Cont. H.6. Health effect-f2203 imaging required, f2201-biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Patient reported a right side exchange due to patient's concern with the product, "fibrous capsule with focal suture granulomas¿", and rupture confirmed by healthcare professional. Device explanted.